Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Cust reached out and mentioned "my aligners arrived and they are too small and tight to the point that I cannot wear them, even it if I put too much strength (which is not ideal either, but this is how bad it is). They don't go down or click. I could not wear them one single night." On (B)(6)2024- provided isf case # (B)(4) "notes: in accordance with the field safety notification, I visited my dentist on(B)(6) and attached are her notes - feel free to contact me or my dentist for more information: dra.(B)(6) considering that I have tmj, malocclusion and periodontal issues, byte is not the adequate solution for me. That been said, I would like to request the reimbursement of all paid installments and the cancellation of the future ones, via care credit financing. I'll be happy to send the treatment back to you, I did not use it. Thank you. Discomfort: true current upper aligner step: 1 days in upper aligner1 current lower aligner step: 1 days in lower aligner1 pain level: 8."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.